Event description:
It was reported to philips that the device's battery and ac pins need repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.